Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold. The ra lead was not used and replaced. No patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.